Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Access site injuries, including dissection of the aortic wall during the transaortic approach, are a well recognized complication of the tavr procedure in this elderly population with multiple co-morbidities. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The thv training manuals instruct the user to determine with CT if the planned aortic access site is free of calcification, allows the sheath to be placed in a straight line, and leaves adequate room between the tip of the sheath and native aortic valve annulus to allow full balloon expansion. Considerations for approach (partial j-sternotomy or right mini-thoracotomy), access and stabilization of the site are also provided in the training. In this case, the exact cause of the aortic dissection is unknown. However, less than optimal coaxial alignment of the valve and delivery system, along with the patient¿s horizontal aortic valve and root, and bulky native valve calcification could have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
Post 26mm sapien valve deployment, an ascending aortic dissection was found. During a ta tavr procedure, a sapien valve was placed 50:50 with trace to mild paravalvular leak (pvl). An ascending aortic dissection was found, however, no intervention was performed. The team decided to continue to evaluate the patient. It is unknown if the dissection occurred from crossing the native valve, aligning the valve, or deployment of the valve. The patient left the procedure, and was taken back to her room. Later that evening the patient began to tamponade, the cause is unknown. Ultimately the patient expired, but the cause of death was not provided as no autopsy was performed. The patient was considered a ¿risky¿ case, and had a congenital bicuspid valve. Her native annulus area per m2s report was 420mm2. She had bulky native valve, and a little calcification in the lvot. The image intensifier angle (iia) was good, the coaxial alignment of the valve and delivery system was ¿as coaxial as possible¿ for this patient, as her aortic valve and root were horizontal, and was ¿facing back¿. There was no malfunction of the device.